Event description:
The customer contact reported charring on the female end of the ac power cord. The device was returned to the biomedical engineering dept for an unspecified reason; however, an internal burning smell and smoking were noted. During testing at the user facility, charring was noted on the molded hard plastic plug of the female end of the ac power cord. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4). (B) (4).